Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to replace the batteries in the iabp. Additional information is being requested from the customer with regard to the replacement of the batteries, and a supplemental report will be sent if this information is provided to us. (B)(6).

Event description:
A getinge field service representative (fse) reported that during solenoid driver board field action, the intra-aortic balloon pump (iabp) failed the battery run time test. The iabp ran for approximately 1 hour. The fse notified the customer to replace the batteries before returning the iabp to clinical use. No adverse event was reported.

Manufacturer narrative:
The customer has advised that the batteries have been replaced, and the iabp is in good working order.

Event description:
A getinge field service representative (fse) reported that during solenoid driver board field action, the intra-aortic balloon pump (iabp) failed the battery run time test. The iabp ran for approximately 1 hour. The fse notified the customer to replace the batteries before returning the iabp to clinical use. No adverse event was reported.